Event description:
Attorney's report of patient's alleged pain due to defective mesh.

Manufacturer narrative:
Based on the information currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We will submit a follow-up report when/if product is returned for evaluation or additional information becomes available.